Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014; inratio: 1.7; lab: 3.5; date: (B)(6) 2014; inratio: 1.6; lab: 2.5; time between tests: < 5 minutes. Therapeutic range: unk.